Event description:
Caller reported that the pump's wake button was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact on the customer's blood glucose level. Customer continued to use the pump for insulin therapy.